Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported that they smelled smoke and heard a static noise coming from the cassette door of their cycler during an unknown phase of setup of their treatment. The patient unplugged the cycler after observing the smoke. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not finish their treatment. The event occurred during setup, and they observed a burning smell and smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a1, b7, h6, d10.

Event description:
The peritoneal dialysis (pd) patient reported that they smelled smoke and heard a static noise coming from the cassette door of their cycler during an unknown phase of setup of their treatment. The patient unplugged the cycler after observing the smoke. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not finish their treatment. The event occurred during setup, and they observed a burning smell and smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The simulated treatment post-ast 2 hour and 15-minute 8500 ml test passed. The cycler underwent and passed a functional display check, voltage check, hi pot test, patient hi pot test, current leakage test, and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during an internal inspection of the returned cycler. There were no signs of internal short or thermal decomposition found during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient reported that they smelled smoke and heard a static noise coming from the cassette door of their cycler during an unknown phase of setup of their treatment. The patient unplugged the cycler after observing the smoke. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not finish their treatment. The event occurred during setup, and they observed a burning smell and smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
The peritoneal dialysis (pd) patient reported that they smelled smoke and heard a static noise coming from the cassette door of their cycler during an unknown phase of setup of their treatment. The patient unplugged the cycler after observing the smoke. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not finish their treatment. The event occurred during setup, and they observed a burning smell and smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The simulated treatment post-ast 2 hour and 15-minute 8500 ml test passed. The cycler underwent and passed a functional display check, voltage check, hi pot test, patient hi pot test, current leakage test, and voltage check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during an internal inspection of the returned cycler. There were no signs of internal short or thermal decomposition found during the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient reported that they smelled smoke and heard a static noise coming from the cassette door of their cycler during an unknown phase of setup of their treatment. The patient unplugged the cycler after observing the smoke. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did not finish their treatment. The event occurred during setup, and they observed a burning smell and smoke coming from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.